Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the actual device was not received for evaluation; however, a photograph of the device was received. Visual inspection of the photograph revealed that there was a leak in the internal bag. The cause of the condition could not be determined. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a 3l empty eva bag leaked. This occurred before use near the medication and administration ports. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.